Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) reset while performing the pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor reset while performing the pulse test. The cause of the reset is blocked current flow. The cause of the blocked current flow is a defective component u1, a 1.25a switching regulator. The root cause for the defective component u1 cannot be positively identified. No adverse event resulted from the defective component. The last patient to use this monitor did not report any deficiencies.